Event description:
It was reported that a user of the ilet bionic pancreas experienced hypoglycemia, with a lowest glucose of 46 mg/dl and approximately 1.5 hours below range, while also experiencing device-use challenges including meal announcement adherence, adaptation protocol adherence, and supply issues that prevented a cartridge change; cgm availability was limited and the trainer uploaded data via another device, with tir showing 4.8% low and 0.5% very low. Symptoms included shakiness and sweating. Outcomes included no medical intervention and no hospitalization. Investigation included troubleshooting, user education on meal announcements, adaptation protocol, low treatment, device charging, alarm response, ketone action plan, and arranging correct fiasp pump cartridges and cgm supplies. Investigation of this case revealed no device alarms and no device malfunction reported, with use-related factors and supply constraints identified during training and follow-up. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.